Event description:
Eye care practitioner reported patient experienced severe pain & watery discharge in their right eye, associated with wear of focus night & day lenses & use of optifree replenish lens care solution after one night of extended wear. Examination revealed a central corneal ulcer with mild anterior chamber reaction. Visual acuity 20/30, pre-event 20/25, vigamox prescribed & referred to corneal specialist. Request has been made to specialist for additional information, however, no information has been provided. Patient returned to initial ecp for follow up with visual acuity reported as 20/25, resolution of event & resumption of lens wear. No further information is available.

Manufacturer narrative:
The report was reviewed by the ciba vision medical monitor with the following conclusion: "this case is being classified as a central non-infectious corneal ulcer." H3 & h6: evaluation of returned device is underway. If any abnormality is found, a follow up report will be provided. As there was no lot number provided, no detailed investigation of manufacturing records can be performed.